Event description:
It is reported that a health care provider called in on behalf of the customer to report that the customer's pump does not work and would need a replacement. The patient's blood glucose level was unavailable at the time of the call. The doctor did not have the serial number of the customer's current pump. The doctor was advised to have the patient call the help line to trouble shoot the issue. There were no details in regards to the patient's hospitalization. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.